Manufacturer narrative:
The referenced driveline infection and subsequent pump exchange was reported under medwatch MFR report # 2916596-2018-03718. Approximate age of device ¿ 3 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that while admitted for driveline infection, alarms and pump stoppage occurred with system controller repositioning. The lvad was on power module support at the time. The pump restarted when placed back on battery support. The healthcare professional placed the lvad on an ungrounded patient cable with the power module, and no alerts occurred on ungrounded patient cable. Review of the submitted log file by a representative of the manufacturer¿s technical services confirmed the pump stoppages on power module support. This type of behavior had been previously linked to potential issues with the percutaneous lead (driveline). No x-rays or further intervention was completed as on (B)(6) 2018 the patient underwent pump exchange due to chronic driveline infection and short to shield with history of pump stop.

Manufacturer narrative:
Device evaluation: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed driveline damage that would have contributed to the reported pump stop event while the lvad was supported by the power module. The submitted log file contained data from 08jun2018 to 31jul2018. The log file captured a pump stop event (B)(6) 2018, while the lvad was supported by the power module. The low speed hazard and low flow hazard alarms were triggered at that time. The pump ramped back up to its set speed without issue after the lvad was connected to 14v li-ion batteries. The pump appeared to function as intended before and after the pump motor stoppages. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and a distal portion of the driveline measuring approximately 28 inches was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. Analysis of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pins of the metal connector appeared free from deformation. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed from each driveline segment in order to evaluate the underlying wires. Visual inspection of the returned driveline revealed a breach to the insulation of the orange wire at approximately 3 inches from the metal connector, exposing the inner conductors. The observed wire damage appeared to be the result of mechanical damage. Visual inspection of the remaining wires did not reveal any additional damage. The remaining segments of the driveline were then submerged in a saline solution for high-potential testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange wire contacted the metal braided shield while the system was connected to a tethered power source, the resulting electrical short to ground could have resulted in the alarms and the pump stop event observed in the submitted log file while operating on the power module. Incidental finding: examination of the driveline revealed that the silicone jacket had a rescue tape at approximately 9-9.5 inches and 14-15 inches from the metal connector. Upon removal of the rescue tape, it was noted that the silicone jacket had cuts in those locations. The remaining driveline did not reveal any damage. The heartmate ii lvas instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. This document addresses all system controller alarms and how to respond to such events. This IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.